Event description:
Customer called the manufacturer stating that, the device read 14mg/dl and 16mg/dl. While troubleshooting the device with the customer, it was found that the first digit was missing from the display. No adverse event reported. Requested return of suspect device and replacement was sent.